Event description:
It was reported that the transcatheter leadless pacemaker was attempted but not used during the implant procedure due to perforation of the patient's heart, causing tamponade. The procedure was stopped and the patient received repair surgery. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had required fluid drain/pericardiocentesis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.